Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient reported little benefit and facial nerve stimulation when using the device. Reprogramming attempts were made, however, the issue could not be resolved. The implanted device remains. The patient has discontinued use of the device.